Manufacturer narrative:
Device has not been received. Investigation is not complete.

Event description:
The customer indicated the device did not power on with battery power and reported battery fault and power loss alarms in the device history. This does not indicate a reportable event; however, during additional testing at the user facility, it was reported that the main board was found to have burnt components. There were no reports of adverse patient events, patient involvement, or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation has been completed, and the ¿battery fault ob¿ error message was found during device start up. A burnt c24 component was found on the mcu pwa, which was replaced. The probable cause for the ¿battery fault ob¿ message was the defective mcu pwa. The probable cause for the defective mcu pwa was the burnt c24. The probable cause for the burnt c24 could not be determined.

Event description:
The customer indicated the device did not power on with battery power and reported battery fault and power loss alarms in the device history. This does not indicate a reportable event; however, during additional testing at the user facility, it was reported that the main board was found to have burnt components. There were no reports of adverse patient events, patient involvement, or delays in critical therapies while the device was in clinical use. No additional information was provided.